Event description:
It was reported that during an unknown procedure, it was observed that lock-out occurred in two devices in a single case. Another device was used to complete the case. There were no adverse consequences to the patient. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 6/24/2026. D4: batch #836d84. Additional information was requested, and the following was obtained: 1. Was the firing sequences started? No. If yes, was the firing sequence completed? 2. Did the device deliver any staples? 3. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? 4. Were there staples missing from the staple line? 5. If yes, was the staple line complete? 6. Did the device cut? No. 7. If yes, was the cut line complete? 8. If yes, was there any issue with the cut line? 9. Was there any difficulty opening the device jaws? No. 10. If yes, what steps were taken to open the jaws. 11. If the jaws could not be opened, how was the device removed. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee45a device was returned with the anvil bent upwards and without reload present. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due to the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 828d48, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.